Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter began reading inaccurately at an unknown time on (B)(6) 2016 when she obtained an alleged inaccurately high blood glucose result on the meter of "108 mg/dl" compared to "83 mg/dl" on an unknown onetouch ultra meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that at 7:30am on (B)(6) 2016, she administered her usual dose of "levothyroxine 88 mcg." She denied that she developed any symptoms as a result of the alleged issue. She reported that at an unknown time on (B)(6) 2016, during a doctor's office visit, she had a "general conversation about the meter and diabetes management" with a healthcare professional (hcp). No additional treatment or medical intervention was specified. The patient denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the patient's meter was set to the correct unit of measure at the time of testing. The cca also confirmed that the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. In conclusion, the patient did not develop any signs or symptoms suggestive of severe hypoglycemia, nor did she receive treatment for any symptoms of an acute diabetes excursion. However, this complaint is being reported as a malfunction as the alleged inaccuracy issue remained unresolved after troubleshooting.